Event description:
Voluntary medwatch received states the patient's right ventricular (rv) lead exhibited loss of capture and variable auto threshold values.

Event description:
Voluntary medwatch received states the lead exhibited failure to capture. There were no patient consequences reported.